Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was originally reported on (B)(6) 2013 that there was a communication problem with the recharger. It was noted that the patient was seeing the reposition antenna screen and it had ¿been a while¿ since he had last recharged. It was also noted that the patient was not able to get communication with the patient programmer. A month later it was reported that the patient had a power on reset (por) condition. At the time of the report the patient was at the health care provider¿s (hcp) office and was told that the reset for the por will take ¿a while.¿ the patient thus wanted a manufacturer representative closer to home to do the reset. Additional information requested but had not been received as of the date of this report.